Manufacturer narrative:
It was reported the patient experienced an infection at implant site and was treated with topical antibiotic this report is submitted september 16, 2019.

Manufacturer narrative:
This report is submitted on september 02, 2019.

Event description:
The clinic reported a ci 522 implant magnet dislocation. The recipient performance is stable. Replacement magnet ordered and the recipient will be scheduled for magnet replacement surgery (date not reported). The implanted device remains.